Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. Reportedly, the customer continued to use the pump for insulin therapy. Due to the pump not receiving readings from the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) ran low, however a specific value was not provided. Customer lost consciousness and required contact's assistance to administer a glucagon shot. Recommendation was made to consult with healthcare provider regarding diabetes management.